Event description:
It was reported that during an unk procedure, the jaws were intermittently closing, otherwise the device worked fine. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.